Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 321 mg/dl while wearing the pod longer between 4 and 24 hours on the hip/buttocks area. Multiple corrections were administered using the pod but the bg levels did not decrease. The patient noted the adhesive was loose, the cannula had dislodged from the infusion site and the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism. Hyperglycemia treated by applying a new pod and bolus.